Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, upon the air pressurization of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, it was discovered that there was no air pressure within the catheter on account of an air leak from the catheter hub. The customer confirmed that the product issue resulted in neither additional procedures nor any patient adverse effects. It was also confirmed that the issue occurred prior to patient contact. The circumstances surrounding the usage and handling of the complaint product were not reported. The product was received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, drawing, documentation, instructions for use (IFU), manufacturing instructions, visual inspection and quality control of the device was conducted during the investigation. The catheter was returned with the tubing cut approximately 2.5mm from the distal end of the cap. The cap could not be untwisted from the mac-loc assembly. The tubing was unable to twist or pull out of the cap. Due to the short length of the catheter tubing, hemostats were not able to be used to occlude the tubing in order to pressurize the proximal assembly. Therefore, this could not be tested, and the failure mode could not be attempted to be duplicated. A review of the device history record could not be performed due to the lack of lot information. Therefore, it is unknown what non-conformances were noted within the lot or if additional complaints were filed for this lot. Root cause analysis determined that this failure mode is related to a manufacturing issue. This failure mode has been escalated per internal processes. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.